Event description:
It was reported that the user experienced hypoglycemia in the low 50s for approximately six hours after a missed meal announcement while using the ilet with humalog; the event followed a recent fill tubing while disconnected, with no recent target, weight, or mode changes and no additional insulin taken. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose (honey) and no medical intervention or hospitalization. Investigation included troubleshooting and education with assignment for additional training, review of recent device use and settings, and consultation with the clinical and regional support teams, with a factory reset recommended. Investigation of this case revealed no alarms, no device replacement, and no evidence of hardware malfunction; the event was consistent with insulin overdelivery relative to carbohydrate intake due to a missed meal announcement, with potential contribution from ongoing algorithm adaptation and the patient¿s gastroparesis. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement, with clinical factors potentially contributing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.